Event description:
Nurse stated that tubing came out of control box on pump and feeding free flowed, after which pt vomited, aspirated and expired. Staff at facility reports that pt's condition was seriously deteriorated before incident happened.